Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the balloon detached. The target lesion was located in the brachial vein. A blue max 8-8/5.8/75 balloon catheter was advanced and inflated a "series" of times to 18 atms. The balloon was deflated and withdrawn through a 7fr non-bsc sheath, with no excessive resistance, when it was noticed that the balloon had detached from the catheter shaft. Via fluoroscopy, the balloon was located which was noted to be "half in the patient and half inside the sheath". The sheath was removed with the balloon material inside. The sheath was replaced and the procedure was completed with another of the same balloon. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device noted that the balloon had completely detached from the delivery system. Examination of the bond site identified the presence of glue where the balloon had been attached. Examination of the detached balloon noted no tears in the material. Examination of the balloon sleeves noted that the proximal balloon sleeve had been roughened; however, the distal balloon sleeve was not roughened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).